Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the device was applied to the lower rectum, it did not apply staples, however, it still cut the tissue. This resulted in bleeding and fluid leakage in the lower colon (sigmoid). The procedure was then converted to an open approach and the staple line was over sewed. An additional 4 hours were added to the surgery.